Manufacturer narrative:
The manufacturer previously reported a patient was smoking a cigarette while using an everflo oxygen concentrator. The patient was hospitalized with burns to her nose and throat. There was no allegation of device malfunction. During the evaluation of the device at a third party service center, the device was found to have no evidence of thermal damage. Product labeling states," oxygen vigorously accelerates combustion and should be kept away from heat or open flame. Not suitable for use in the presence of a flammable anesthetic mixture with air or with oxygen or nitrous oxide. Do not smoke, allow others to smoke or have open flames near the concentrator when it is in use."

Event description:
The manufacturer received information alleging a patient was smoking a cigarette while using an everflo oxygen concentrator. The patient was hospitalized with burns to her nose and throat. The device has yet to be returned to the manufacturer for evaluation. A follow up report will be submitted when the manufacturer has completed the investigation.